Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The gpd board was analyzed and the reported problem was confirmed and replicated. Visual inspection revealed no issues related to the reported event. The gpd board was installed and tested on a golden system, where the component initially functioned as expected but subsequently failed at start-up with error 307 followed by error 281. Based on these findings, failure analysis concluded that the gpd was the source of the reported failure the complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to electrical issues from a faulty gpd board located on ssc.

Event description:
It was reported that during a da vinci assisted surgical procedure, the system was faulting with repeated non-recoverable errors. Customer tried restarting the system multiple times but it kept faulting upon power-up. An intuitive surgical inc., (isi) technical support engineer (tse) reviewed system logs and determined that personality module surgeon console (pmsc) in surgeon side console 2 (ssc2) was failing. Tse confirmed with customer that there were no video cables plugged into the back of ssc. Customer was able to complete the procedure using one ssc. Tse then, had customer power the system back down and turn off he breaker at the rear of ssc2. Following this, system was able to power up normally without the reported ssc2. The procedure was completing as planned with no reported injury. An isi field service engineer (fse) to follow-up.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the system and tried replacing personality module surgeon console (pmsc) multiple times on surgeon side console 2 (ssc2) however, it did not resolve the issue. Fse further replaced the switch generic cart controllers (gccs) from a known good console but, the issue remained unresolved. There were no error codes to be observed on the system. Finally, fse replaced the generic power distributor (gpd) on the system as per the procedure. The system was tested and verified as ready for use. Isi has issued a return material authorization (RMA) to have the gpd returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.